Event description:
A physician reported a hakim valve (unknown ID) was implanted in a 60 year-old female patient via vp shunt on unknown date with unknown setting. An obstruction was confirmed; therefore, the valve was removed and replaced on (B)(6) 2021. It is unknown if patient experience any signs and symptoms. Also, patient condition is unknown.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields:  d9, g3, g6, h2, h3, h6, h10 the hakim valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is could be due to biological debris and protein build up interfering with the valve mechanism could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.